Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: visual analysis of the four images received for evaluation showed a box of product nw1664, a foil package of the same code, and a winder with product code w3664. Product code w3664, lot number gm5cljn, expiration date 2018-december and a foil package with product code nw1664, lot number. T1001, expiration date 2026-may according to the manufacturing dates, there is a difference of seven years between both batches of products. Due to the difference in dates, it is not possible that it was mixed during the manufacturing process. During the packaging process, each box and each barcode on the label is scanned into the system to compare the information. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please verify if lot gm5cljn is correct a-the lot no. Will be gm5cljn device return status? A-the hospital is yet to share the defective foil(s). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to reports:2210968-2022-05899, 2210968-2022-05900.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, expired foil of w3664 was found in a box of nw1664. There were no patient consequences reported. Additional information was requested.